Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead looked like it had pulled out of the ra via xray. All sensing and pacing was fine. The physician decided to reposition the lead but the screw wouldn't return all the way into the lead during the procedure so a new lead was used.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. During the visual inspection, a bend in the distal part of the lead was noted, which can be considered to be the root cause of the clinical observation. Thus a mechanical analysis was not feasible. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the surgery. Furthermore cuts in the insulation were observed which most likely resulted from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.